Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported that the insulin pump was alarming button error and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 136 mg/dl. No further information reported.